Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of 3 months 22 days (3.73 months). On (B)(6) 2011, a response and the operative report were received from the surgeon and it was learned that the device was explanted due to reoccurring endocarditis caused by strep. Per operative report: recurrent endocarditis on aortic prosthetic valve. Recurrent lvot-ra fistula, with 3+ 4+ mitral valve regurgitation, 3+ tricuspid valve regurgitation, 4+ aortic insufficiency. Previous tricuspid valve repair and avr and fistula repair (endocarditis). Valve description: leaflets - perforation, septal leaflet. Vegetation (number and size): septal leaflet 3mm. Comments: recurrence of endocarditis in right atrium. Previous pericardial patch destroyed by infection process. Thoroughly debrided, resected and patched with pericardium and 4-0 prolene. Extended calcification to annulus. Calcification on prosthesis.

Manufacturer narrative:
Model #: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: device not returned. Additional manufacturer narrative: the device is not available for return and evaluation as it has been discarded by the hospital. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the surgeon has provided the type of bacterial endocarditis as strep but was not more specific, and did not site the source of the infection. No pathology report was provided. Without the additional information from the health care provider, we are unable to conclusively determine the root cause for explant of this device.